Event description:
Reporter indicated that pt has developed severe pain at the generator site whenever the pt walked or sat upright. Lying down caused no pain. The pt had been in an auto accident approx 10 months prior to the onset of this pain with no serious injury and was wearing the pt's seatbelt across the site of the implant when the accident occurred. The vns was reported to be working well in decreasing pt's seizures, but the pain was bad enough that the pt wanted the device removed. Upon examination, the physician reported that the generator appeared to have too much mobility within the pocket. When the device was displaced downward, the pt developed arm and chest wall pain. Revision surgery was performed. During the revision surgery, the physician found the anchoring suture still tied to the device, but free of the chest wall. The cavity was reported to be 1/3 larger than the device, and therefore larger than when the pocket was created at implant. Pt was treated by imbricating the capsule by approx 2cm to make the cavity smaller using a 3-0 surgipro suture. The device was then resutured into place using 3-0 surgipro suture. The wound was closed using dexon and biosyn suture. Pt was discharged with antibiotics. Further investigation revealed that in a follow up visit, the wound from the revision surgery was reported to be well healed and there was no stabbing pain or pain in the pt's arm. No further appointments are scheduled.